Event description:
The sheath was introduced via the left common femoral artery and positioned in the distal right external iliac artery. In order to gain add'l leverage on the right popliteal artery and prevent the sheath from prolapsing into the aorta, a 6 french guide catheter was inserted through the sheath in a coaxial fashion with a 4 french vertebral catheter over the .035 inch amplatz exchange wire. This, however, resulted in separation of the sheath from its hub, requiring percutaneous retrieval of the sheath through a subsequently placed 7 french balkin sheath, using a combination of angioplasty balloon and loop snare retrieval.